Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The user reported problem was confirmed. The integrity of the a-rubber glue was found compromised, due to a "crack" at the c-cover. A definitive root cause could not be determined. The instructions for use provides the following instructions prior to use of the device: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.

Event description:
A user facility reported to olympus a leak at the distal end of their scope. No further information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation and result of the device history record (DHR) review. The legal manufacturer performed an investigation; however, the root cause of the event could not be conclusively determined. The DHR for the subject scope was reviewed and it was verified that the scope was manufactured in accordance with documented specifications.